Event description:
The CT portion of artis zeego interventional fluoroscopic x-ray system was not working. Or team had to turn the machine off and on three times before machine would turn on. This issue has happened over the past few days before reporting. The artis zeego interventional fluoroscopic x-ray system was send to vendor for further assessment.